Event description:
It was reported that the patient's controller was exchanged because it was not interacting with the power module/monitor. When plugged into the white cord, the monitor did not receive any data and the issue did not resolve when troubleshooting with a second power module and monitor. However, after the controller was exchanged there were low voltage and no external power alarms on the new controller. There were no external power alarms when connected to wall power despite a 5200 revolutions per minute (rpm) reading. The controller was exchanged a second time which resolved the issue. The patient tolerated the exchange well, however, the patient did feel dizzy when the exchanges were occurring and issues were being had with the backup controller. The patient was seen by the physician during and after the exchange and there were no concerning or lasting issues. First controller referenced in MFR# 2916596-2022-11012.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical low voltage and no external power alarms were able to be confirmed. The heartmate 3 system controller (serial number: hsc-062890) was returned for analysis, and a log file was submitted for review and another was downloaded for review. A review of the submitted log files showed events spanning approximately 3 days ((B)(6) 2020, (B)(6) 2000, (B)(6) 2022 per timestamp). Events captured on 01jan2000 occurred when the clock was not set; therefore, the exact dates and times were unable to be accurately recorded. The driveline was connected on (B)(6) 2022 at 10:38:33 and was disconnected at 10:42:17. Atypical no external power and low voltage alarms were active on (B)(6) 2022 form 10:35:44 ¿ 10:42:17 due to low bus voltages. The alarms did not clear. The controller was shut off on (B)(6) 2022 at 10:42:17. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected. The controller was connected to a mock loop and replace power and low voltage alarms were active. The power cables were replaced with test cables and the alarms were resolved. The controller was retested with the test power cables and was able to function as intended. The power cables were cut open and no physical damages were found to the wires. The root cause of the reported event was unable to be conclusively determined through this investigation; however, wire fatigue may have contributed to the reported events. There was incidental findings of dislodged backup battery ribbon cable and fluid ingress in power cables when cut open. The backup battery ribbon cable was found to be partially dislodged from the socket; however, no alarms were active. The controller power fault alarms were caused by damage to the power cables. The power cables were replaced and the power alarms were resolved. The power cables were cut open and fluid ingress was found. There was no physical damage found to the power cables. The device history records were reviewed for the system controller (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 22jun2018. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.